Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The damage to the electrode array observed during investigation is most likely due to the explantation surgery. The investigation results appear to match the problems mentioned in the pt report. This is a combined initial and final report.

Event description:
A post-operative x-ray showed the electrode to be completely out of the cochlea. The surgeon performed a revision surgery with the intention of re-inserting the electrode, but he could not achieve it. So the device was explanted. It was suspected to be caused by gusher. Parents of the pt do not allow implantation on the other side. Therefore, there are no plans for re-implantation at this time.